Manufacturer narrative:
The previously reported conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient undergoing a catheter trial. The patient's medical history was unable to be obtained. It was reported the patient was undergoing a buried catheter trial and there was a defective catheter needle. The needle was inserted into the intrathecal space, but the catheter would not advance through the needle. The needle was removed and it was discovered that although the needle stylet appeared to fit into the needle correctly, when the catheter was attempted to advance through the needle on the back table, it would not advance. The physician could not access cerebrospinal fluid (csf) at another level, so the procedure was aborted until a magnetic resonance imaging (MRI) was done. The issue was not resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' No surgical intervention occurred and it was unknown if any was planned. It was later reported by the device representative that it was unknown if the patient had his MRI yet. The patient had a bsx stim system removed at the same time as the catheter trial procedure on 2016-03-09, so he had some incisions that were healing. It was noted they never got csf flow on any of the needle sticks. The doctor tried to advance the catheter with the first needle and it would not advance. The patient did complain of some transient tingling in his right leg, but it was brief and went away. When the first needle was removed, the doctor tested to see if the catheter would go through it, and it would not advance. The doctor was unsure why and that was why the MRI was being recommended. Stenosis was suspected at those levels. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis confirmed the tip of the introducer needle and stylet were damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.